Event description:
Eleven mos after the symmetry bypass connector (sbc) was implanted cardiac catheterization revealed 100% re-occlusion of the distal portion of the right coronary artery (rca). The sbc was used at this location with a saphenous vein graft (svg).